Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 600 mg/dl at the time of incident. The customer was treated with needle or bolus. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer did not alleging that the insulin pump was under delivering. The customer also stated that the cannula was bent. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose event. The troubleshooting was performed. Customer was advised to change the infusion set. The insulin pump will not be returned for analysis.